Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary div (not a direct employee of the MFR), who found that the manual CPR pull is not functioning on one side and required adjustment and now is functioning ok. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Customer found that the backrest does not drop when the CPR handle is pulled.